Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the patient experienced middle cerebral artery (mca) occlusion/recurrent stroke on the same day after thrombectomy procedure. An mra was performed that revealed a filling defect of the right mca. The subject underwent percutaneous intervention (combined stent retriever and aspiration). The event was considered resolved on the same day. This event was reported to have been not related to the device but to possibly be related to the procedure. Mtici score of 2b was achieved after the 1st thrombectomy procedure. Post-op nihss score 15 was assessed on (B)(6) 2020. The re-occlusion occurred within 24 hours. The treating physician believe caused the re-occlusion/stroke of the mca as possibly related to the study procedure and the disease under study. The event was considered resolved on the same day as reported earlier.

Event description:
Additional information received reported that magnetic resonance angiography imaging on (B)(6) 2020 showed petechial hemorrhagic tra nsformation and enlargement of the infarct size. The patient was asymptomatic, and no further treatment was administered. This not the result of a device deficiency. The site assessed this as not related to the device, procedure, or an underlying condition, but the sponsor assessed this as possibly related to the procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received indicating per the core-lab image read, the final etici score was noted as 2a.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that on 20jul2022, cec adjudicated event as possible relationship to procedure, possible re lated to react, solitaire, and rebar 18 also cello bgc.

Event description:
Additional information received reported angio CT performed after the second procedure showed reocclusion of r mca-m2, posterior segment. It was decided not to conduct any other interventions due to the risks entailed and the multiple reocclusions. Brain MRI performed on (B)(6) 2020 showed increased volume of the established ischemic infarction and fragmented in surface and deep regions of right mca, with petechial hemorrhage transformation focus that exerts a mass effect on ipsilateral lv. The angiogram shows the onset of an irregularity in the right a1 segment with distal permeability as well as focal stenosis of segment m2 of the posterior division of the right mca with distal permeability. The subject was discharged to an acute care hospital on (B)(6) 2020. Mrs assessment on (B)(6) 2020 was 4.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received updated that patient baseline mrs was 0.